Event description:
User stated pre-clean needle is bent and is leaking onto the floor. No pt samples were involved. No operators were harmed. The field service representative replaced the pre-clean reagent needle. Performance tests were performed which were within specification.